Event description:
The recipient returned to center with concerns for changes in impedance. The user has been re-implanted. The electrode lead was found to have extruded through the tympanic membrane and 2 + channels were found extra-cochlear. This report refers to 9710014-2025-00015. For further information please refer to this report.